Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. First and second photo shows the package is opened on the side and the specifications were mentioned on the package which were verified. The package was noted to peeled off in the top and in the bottom it was not. Therefore, based on the photo review, the reported failure tear, rip or hole in device packaging can be confirmed. Therefore, the investigation for the reported tear, rip or hole in device packaging can be confirmed. A definitive root cause for the alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the basket was allegedly torn. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. First and second photo shows the package is opened on the side and the specifications were mentioned on the package which were verified. The package was noted to peeled off in the top and in the bottom it was not. Therefore, based on the photo review, the reported failure unsealed device packaging can be confirmed and the reported failure tear, rip or hole in the device packaging could not be confirmed. Therefore, the investigation for the reported tear, rip or hole in device packaging is kept as inconclusive and the investigation for the reported unsealed device packaging is confirmed. A definitive root cause for the alleged tear, rip or hole in device packaging and unsealed device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 12/2023), g3, h6 (device) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the basket was allegedly opened. It was further reported that the device packaging was allegedly torn. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 12/2023. Device not returned.

Event description:
It was reported that prior to a breast biopsy procedure, a packaging of the basket was allegedly torn. There was no patient contact.